Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ringing in ears, double vision, vomiting, constipation, menorrhagia, vaginitis, uti, psoriasis, gerd, hiatal hernia, dysmenorrhea, perineal pain, blood in urine and ectopic pregnancy. Concurrent conditions included spotting vaginal and abdominal pain. Concomitant products included ibuprofen (motrin), omeprazole and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), dizziness ("dizziness"), back pain ("severe pain in back"), abdominal pain upper ("pain while sleeping on stomach"), coital bleeding ("bleeding after and during intercourse"), female sexual dysfunction ("inability to have intercourse"), endometriosis ("endometriosis"), cyst ("cyst"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, dyspareunia, neuromyopathy, vaginal disorder, autoimmune disorder, dizziness, back pain, abdominal pain upper, coital bleeding, female sexual dysfunction, endometriosis, cyst, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, autoimmune disorder, back pain, coital bleeding, cyst, dizziness, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: the patient stated that she has had a history of surgery on her left fallopian tube for an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: occluded bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fatigue, coital bleeding, abdominal pain upper, pelvic pain, endometriosis, back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ringing in ears, double vision, vomiting, constipation, menorrhagia, vaginitis, uti, psoriasis, gerd, hiatal hernia, dysmenorrhea, perineal pain, blood in urine and ectopic pregnancy. Concurrent conditions included spotting vaginal and abdominal pain. Concomitant products included ibuprofen (motrin), omeprazole and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), dizziness ("dizziness"), back pain ("severe pain in back"), abdominal pain upper ("pain while sleeping on stomach"), coital bleeding ("bleeding after and during intercourse"), female sexual dysfunction ("inability to have intercourse"), endometriosis ("endometriosis"), cyst ("cyst"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, dyspareunia, neuromyopathy, vaginal disorder, autoimmune disorder, dizziness, back pain, abdominal pain upper, coital bleeding, female sexual dysfunction, endometriosis, cyst, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, autoimmune disorder, back pain, coital bleeding, cyst, dizziness, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, neuromyopathy, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: the patient stated that she has had a history of surgery on her left fallopian tube for an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: occluded bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: fatigue, coital bleeding, abdominal pain upper, pelvic pain, endometriosis, back pain. Lot number: c76447, manufacturing date: 2014/07, expiration date: 2017/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc.(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.